Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced bacterial vaginosis. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that following insertion the patient experienced urinary tract infection, and atrophic vaginitis. It was reported that patient underwent mesh removal on (B)(6) 2015 due to mesh exposure and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2015 due to mesh exposure and dyspareunia.

Manufacturer narrative:
Additional information. Corrected information